Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion and opening on posterior. Leak test and microscopic analysis was performed which identified; opening crease smooth. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is an opening crease smooth on posterior assessed as fold flaw opening.

Event description:
Patient reported left side deflation. Device has been explanted.

Event description:
Additionally, healthcare professional confirms left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.